Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), alopecia ("hair loss"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (subtotal hysterectomy and laparoscopic double salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, hypersensitivity, alopecia, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage and hypersensitivity to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), alopecia ("hair loss"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (subtotal hysterectomy and laparoscopic double salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, hypersensitivity, alopecia, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage and hypersensitivity to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), hypersensitivity ("allergic reaction") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of chronic kidney disease in 2015 and hepatorenal syndrome (hepatorenal polycystosis). As concurrent condition the report mentioned allergy to metals (allergy to nickel, copper, and cobalt). In 2012, the patient had essure inserted. In 2013 she experienced cervical cyst ("removing a cyst from her cervix"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), hypersensitivity (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), pregnancy with contraceptive device ("patient had an unwanted pregnancy"), abortion spontaneous ("miscarriage"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal cramps"), headache ("intense headaches"), fatigue ("extreme tirednes"), dysmenorrhoea ("her menstruation becoming more painful"), menstrual disorder ("menstruation with abundant clots"), urinary tract infection ("urine infection"), vulvovaginal pruritus ("vaginal itching") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (subtotal hysterectomy and laparoscopic double salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, cervical cyst, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary incontinence, urinary tract infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: according to medical report both essure devices were inserted with some difficulty into the cannulation of the tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-aug-2022: pfs and mr received : events- "pelvic pain, abdominal cramps, intense headaches, extreme tiredness, her menstruation becoming more painful, menstruation with abundant clots, urine infection, vaginal itching, removing a cyst from her cervix, urinary incontinence, patient had an unwanted pregnancy, miscarriage, drug ineffective", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), hypersensitivity ("allergic reaction") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of chronic kidney disease in 2015 and hepatorenal syndrome (hepatorenal polycystosis). As concurrent condition the report mentioned allergy to metals (allergy to nickel, copper, and cobalt). In 2012, the patient had essure inserted. In 2013 she experienced cervical cyst ("removing a cyst from her cervix"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), hypersensitivity (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), pregnancy with contraceptive device ("patient had an unwanted pregnancy"), abortion spontaneous ("miscarriage"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal cramps"), headache ("intense headaches"), fatigue ("extreme tirednes"), dysmenorrhoea ("her menstruation becoming more painful"), menstrual disorder ("menstruation with abundant clots"), urinary tract infection ("urine infection"), vulvovaginal pruritus ("vaginal itching") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (underwent subtotal hysterectomy and bilateral salpingectomy by laparoscopy/ laparotomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, cervical cyst, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary incontinence, urinary tract infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: according to medical report both essure devices were inserted with some difficulty into the cannulation of the tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-aug-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.